Event description:
A peritoneal dialysis nurse (pdrn) reported during follow-up that the patient had a fungal infection and stated that the catheter had to be removed. The pdrn was unsure of the date of the infection but thought it might have been (B)(6) 2022 and stated that it was not related to the treatment. The pdrn stated that the patient is currently doing in center treatments. Upon follow up, the pdrn patient presented to the emergency room on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was admitted/diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin every three days, and cefepime daily. While hospitalized, the patient encountered drain complications (prior to culture results) and it was discovered the patient had a fungal (yeast) infection of their pd catheter (not a fresenius product). The patient underwent the surgical removal of the pd catheter (timeline not provided) and insertion of a permanent ¿tunneled¿ hemodialysis (hd) catheter. The patient¿s effluent culture returned positive for candida parapsilosis, and the patient¿s vancomycin was discontinued, and intravenous (IV) diflucan was prescribed. The patient was discharged on (B)(6) 2022 in stable condition and is recovering from the events. The patient transitioned to outpatient hd following discharge and is in stable condition. The pdrn attributed causality to an unspecified touch contamination event. Per the pdrn, the events were unrelated to any fresenius product(s), drug(s), and/or device(s) deficiency or malfunction. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.